Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed the cartridge alarm 34 and decided to replace the pump. Cts provided the caller with instructions to put the pump into storage mode and ensured a backup insulin pump would be used. The caller was instructed to return the faulty pump within 10 days to avoid charges and was advised on programming settings and connecting their cgm to the replacement pump. A replacement pump was then sent to the customer.